Event description:
It was reported that the patient stated the set fell off and lead to high blood glucose on (b)(6) 2026 and corrected by pump.

Manufacturer narrative:
E1: Patient Country: Canada.Name: TandemStreet: 11045 ROSELLE STREETCity; SAN DIEGOState: CAZip Code: 92121Country: United States.Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.